Event description:
The customer reported a leak from the probe dispenser of the lh750 slidemaker. The customer noted that the issue happened during the rinse cycle and blood was also observed. The customer was wearing personal protective equipment consisting of gloves and a lab coat during the event and no injury or exposure was reported. Patient results were not affected and there was no change to patient treatment attributed to the event. Beckman coulter field service engineer (fse) observed that the source of the leak was the tubing which carries waste from the rinse cup. Fse replaced the tubing and there was no further evidence of leaking.

Manufacturer narrative:
Bec identifier for this report is (B)(4).